Event description:
Healthcare professional through company representative reported rupture. Later, healthcare professional reported rupture, pain and capsular contracture baker grade IV. This record is for the left side. The device has been explanted and if replaced with a non-abbvie device. Unknown if device will be returned.

Manufacturer narrative:
Continued d6a: about 10 years ago and e1: phone number (B)(6) additional, changed, and/or corrected data: b5, b6, d6a, d6b, e1, h6

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional through company representative reported rupture. This record is for the left side. The device has been explanted and it's unknown if replaced. Unknown if device will be returned.